Event description:
It was reported that a patient underwent a left pulmonary vein (lpv) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. When the right pulmonary vein was isolated and ablation for isolation of the left pulmonary vein was performed, decreased blood pressure was observed, and accumulation of pericardial effusion was confirmed by transthoracic echocardiography. Because the echo findings showed slight accumulation, isolation of the pulmonary vein was continued. After completion, the patient was monitored for about 30 minutes, but the blood pressure did not improve and decreased, so pericardial drainage was performed. Blood pressure was stable after drainage. The patient was followed up in the intensive care unit (ICU). This occurred 120 minutes after the patient entered the room, during ablation lpv isolation. Atrial septal puncture was performed with using radiofrequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. The irrigation catheter¿s flow rate setting was 15ml (35-40w ablation). The physician's opinion on the cause of this adverse event is that it was procedure related. The supervisory physician commented that during the case, the tip of the ablation catheter was seen protruding slightly from the cardiac shadow on fluoroscopy. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event but details are unknown. No error message was observed during the procedure. Dashboard and vector force visualization features were used. Additional filter included force over time (fot) was used with the visitag. Tag index color option was used prospectively.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).